Event description:
It was reported that the device exhibited noise which resulted in inappropriate therapy. The setscrew could not be removed during the revision procedure and the device was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported noise was not confirmed in the laboratory. The device was tested on the bench and found to be normal. The setscrews rv, v, and svc were all found to be damaged and all had silicone material in their hex cavities. It is believed that a lead connection anomaly was the cause of the reported anomaly.